Manufacturer narrative:
This device was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that after the initial implant of the right ventricular (rv) lead and this device there was some difficulty inserting the rv lead into the header, however testing went well and the patient was discharged. During a routine follow up the shock and pace impedance measurements were high and out of range as a result a revision took place and once again it was difficult to insert the lead into the header, but all tests were optimal after the revision. Another follow up took place two weeks later and it was noted that this device triggered error code fc1005 and high impedance values as well as loss of capture was seen. Most recently another revision took place and the device and rv lead were replaced. After the procedure there was some external material noted in the device header. The device will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that after the initial implant of the right ventricular (rv) lead and this device there was some difficulty inserting the rv lead into the header, however testing went well and the patient was discharged. During a routine follow up the shock and pace impedance measurements were high and out of range as a result a revision took place and once again it was difficult to insert the lead into the header, but all tests were optimal after the revision. Another follow up took place two weeks later and it was noted that this device triggered error code fc1005 and high impedance values as well as loss of capture was seen. Most rencelty another revison took place and the device and rv lead were replaced. After the procedure there was some external material noted in the device header. The device will no be returned due to country regulations. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device codes and describe event or problem.

Event description:
It was reported that after the initial implant of the right ventricular (rv) lead and this device there was some difficulty inserting the rv lead into the header, however testing went well and the patient was discharged. During a routine follow up the shock and pace impedance measurements were high and out of range as a result a revision took place and once again it was difficult to insert the lead into the header, but all tests were optimal after the revision. Another follow up took place two weeks later and it was noted that this device triggered error code fc1005 and high impedance values as well as loss of capture. Most recently another revison took place and the device and rv lead were replaced. After the procedure there was some external material noted in the device header. The device will not be returned due to country regulations. No additional adverse patient effects were reported.

Event description:
It was reported that after the initial implant of the right ventricular (rv) lead and this device there was some difficulty inserting the rv lead into the header, however testing went well and the patient was discharged. During a routine follow up the shock and pace impedance measurements were high and out of range as a result a revision took place and once again it was difficult to insert the lead into the header, but all tests were optimal after the revision. Another follow up took place two weeks later and it was noted that this device triggered error code fc1005 and high impedance values as well as loss of capture was seen. Most rencelty another revison took place and the device and rv lead were replaced. After the procedure there was some external material noted in the device header. The device will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after the initial implant of the right ventricular (rv) lead and this device there was some difficulty inserting the rv lead into the header, however testing went well and the patient was discharged. During a routine follow up the shock and pace impedance measurements were high and out of range as a result a revision took place and once again it was difficult to insert the lead into the header, but all tests were optimal after the revision. Another follow up took place two weeks later and it was noted that this device triggered error code fc1005 and high impedance values as well as loss of capture was seen. Most rencelty another revison took place and the device and rv lead were replaced. After the procedure there was some external material noted in the device header. The device will no be returned due to country regulations. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device codes.